Event description:
It was originally reported to the clinical sales representative that during a da vinci si surgical procedure, the customer reported that the vessel sealer instrument did not seal the vessel all the way surgeon had to coagulate again to control bleeding. Customer proceeded to use a clip applier instrument instead of the vessel sealer instrument. A follow up with the customer revealed that the customer used another vessel sealer instrument to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.